Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon igb system was implanted into the stomach on (B)(6) 2023. Approximately three months post-implant, on (B)(6) 2024, the patient developed abdominal pain and severe vomiting. The patient went to the hospital the next day with continued pain and vomiting and a palpable mass at the epigastrium. The diagnosis was done by egd. The finding was large amount of gastric content with the balloon. Emergency surgery was performed on (B)(6) 2024 to remove the balloon and fix a gastric perforation. The balloon was punctured successfully, using the removal tools. The physician found a large perforation in the stomach during the balloon explant. The patient also experienced two episodes of cardiac arrest which required resuscitation. A laparotomy was performed for abdominal toilet, stomach repair, and bilateral intercostal drainage. The patient was placed on a ventilator. On (B)(6) 2024, the patient developed a fever and on (B)(6) 2024, the physician did a re-exploration procedure for abdominal toilet again due to intra-abdominal collection. On (B)(6) 2024, the patient was ex-tubated and weaned-off the ventilator. The patient had an active midline abdominal wound infection, septicemia, and pneumonia and was still in the surgical intensive care unit. Per additional information received on 15 january 2024 and 23 january 2024, the patient was under the care of a bariatric surgeon, endocrinologist, and dietitian before, during, and post intervention phase. The patient was taking omeprazole 20 mg bid since 1 week prior to igb insertion until the event date. The patient received broad spectrum IV atb meropenam following the cardiac arrest. The patient was in obesity class I, with a bmi of 30. Additionally, it was reported that methylene blue was mixed with normal sterile saline and used in the orbera365 igb.

Manufacturer narrative:
Block h6: patient code e0602 captures the reportable event of cardiac arrest. Patient code e0306 captures the reportable event of sepsis. Patient code e0733 captures the reportable event of pneumonia. Patient code e2114 captures the reportable event of perforation. Impact code f2202 captures the reportable event of endoscopic procedure. Impact code f2203 captures the reportable event of imaging required. Impact code f19 captures the reportable event of surgical intervention. Impact code f2303 captures the reportable event of medication required. Impact code f2306 captures the reportable event of resuscitation. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Impact code f0801 captures the reportable event of intensive care. Block h10: investigation summary: with all the available information, boston scientific corporation concludes that the gastric perforation, abdominal pain, sepsis, infection, and pneumonia are all known inherent risks associated with the implanted orbera365 intragastric balloon igb and is documented in the device labeling. The symptoms of the patient are all likely related to the gastric perforation. Although returned product analysis identified two leaks from the balloon, there is no evidence that the balloon leaked while it was implanted and were most likely due to procedural factors that occurred during explant. Device media analysis: the orbera365 igb system was analyzed. Visual evaluation noted that the balloon was deflated with light blue coloration on the shell, likely from the methylene blue that was mixed with normal sterile saline and used in the orbera365 igb. The fill tubing was not returned. Visual inspection of the shell after decontamination did not identify any abnormalities. A sample fill tube was connected into the valve. During the air leak test, the shell slowly deflated due to small slits on the shell, most likely due to the needle and grasper used to remove the balloon from the patient during the explant procedure. Under microscopic analysis, the slits on the shell had jagged edges which are consistent with a surgical instrument. The balloon was inflated a second time and submerged in water and there were bubbles coming from the valve, likely due to procedural factors from the use of removal tools, during the explant procedure. The valve was dissected and there were particles present inside the valve, due to procedural factors during balloon removal. No other problems with the device were noted. Instructions for use IFU labeling review: a labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The balloon was received with light blue coloration on the shell, which is consistent with the use of a dye mixed with the saline, most likely methylene blue, which is outside the device instructions for use IFU. The orbera365 igb system IFU states, the igb is placed in the stomach and filled with sterile saline. The investigation completed by boston scientific found no evidence that the balloon leaked while implanted or to indicate that the use of methylene blue would have contributed to the reported gastric perforation. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. Risk review a risk review of the orbera was completed and confirmed that the events of surgical intervention, imaging required, hospitalization or prolonged hospitalization, cardiac arrest, resuscitation, intensive care, post operative wound infection, medication required, sepsis, endoscopic procedure, abdominal pain, perforation and pneumonia were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history review the orbera365 igb system manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. All balloons are 100 percent visually inspected and tested for leaks. A review of the manufacturing records confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on all available evidence obtained during the investigation and laboratory analysis, the most probable root cause for this event was known inherent risk of the device. The patient symptoms of abdominal pain, nausea, vomiting, sepsis, infection, and pneumonia are all likely related to the gastric perforation and are all known inherent risks associated with the implanted orbera365 igb, which is documented in the device labeling and risk documentation. The leaks from the damage to the shell and valve were likely caused by procedural factors during the explant procedure. There were no clinical observations that the balloon had leaked while implanted and the manufacturing record review confirmed that the device met all testing specifications prior to being released for distribution. All balloons are 100 percent visually inspected and tested for leaks; these inspections would have detected any potential leaks, and those products would not have been released. There was evidence that methylene blue was used with normal sterile saline to fill the balloon, which is outside the device IFU, however, there was no evidence that the balloon leaked while implanted or that the use of methylene blue would have contributed to the reported gastric perforation.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted into the stomach on (B)(6) 2024. Approximately 3 months later, on (B)(6) 2024, the patient returned to the hospital with abdominal pain. The physician performed emergency surgery on (B)(6) 2024 to remove the balloon and fix a gastric perforation. While being treated at the hospital, the patient suffered two cardiac arrests and was resuscitated twice. The patient is conscious and recovering in the ICU. Per additional information received on 15jan2024, the patient had an infection. Per additional information received on 23jan2024, the patient developed abdominal pain and severe vomiting 1 day prior to admission. It was reported that methylene blue was used in the orbera balloon. The diagnosis was done by egd. The finding was large amount of gastric content with the balloon. The physician found the large hole at the time of balloon explantation and the patient developed cardiac arrest at that time. The physician performed a laparotomy for abdominal toilet, repair stomach and bilateral intercostal drainage. The patient was on ventilator all the time. On (B)(6) 2024, the physician did a re-exploration procedure for abdominal toilet again due to intra-abdominal collection. On (B)(6) 2024, the patient was ex-tubated and weaned-off the ventilator. The patient has an active midline abdominal wound infection, septicemia and pneumonia. The patient is still in surgical intensive care unit.

Manufacturer narrative:
Block h6: patient code e0602 captures the reportable event of cardiac arrest. Patient code e0306 captures the reportable event of sepsis. Patient code e0733 captures the reportable event of pneumonia. Patient code e2114 captures the reportable event of perforation. Impact code f2202 captures the reportable event of endoscopic procedure. Impact code f2203 captures the reportable event of imaging required. Impact code f19 captures the reportable event of surgical intervention. Impact code f2303 captures the reportable event of medication required. Impact code f2306 captures the reportable event of resuscitation. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Impact code f0801 captures the reportable event of intensive care.